Event description:
Healthcare professional reported a xen®45 gts event described as "slider would not advance" during implantation in right eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f1901. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.